Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. Visual inspection was performed. The vialmate unit appeared to be undamaged and was activated by the external customer. A suboptimal activation technique was used resulting in a steel grey particle (bung) approximately 2 mm in diameter present inside the solution of the drug vial. The reported condition was confirmed. The root cause was determined to be an issue with a process, procedure or practice at the user facility or point use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The customer reported to baxter (B)(4) of a vial-mate meronem 1g 100mlnacl 9mg/ml in which a black particle was discovered in the solution after activating the product. The event was reported to have occured during reconstitution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.